Manufacturer narrative:
Mentor became aware on (B)(6) 2019, that the device was not ruptured but had anomalies. The file will be updated with a more appropriate code if additional information received in future. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation with mentor memorygel 600cc gel breast implants which bilaterally possibly deflated after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.